Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tvr procedure with a 26mm sapien 3 valve inside a conduit in pulmonic position. A post-implant angiogram was taken and significant pulmonic regurgitation (central) was noted. Ice was performed and it appeared that the leaflets were not functioning properly. The physician and team then decided to implant a non-edwards valve inside the s3 valve. As per follow-up with the fcs, the pulmonic regurgitation (pr) was noted as central. The leaflets "not functioning properly" was clarified that the leaflets were frozen open and the perceived root cause was likely due to under-expansion of the s3 valve or post dilation. The perceived root cause of the pr was likely due to improper valve size. Patient status after intervention was stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaints for deployed valve exhibits central regurgitation and leaflet motion restricted-in patient were confirmed based on report by field clinical specialist (fcs). Available information suggests procedural factors (under-expanded thv, post-dilation) likely contributed to the event as reported. As reported by the fcs, the perceived root cause for the frozen leaflets was "likely due to under-expansion of the s3 valve or post dilation," and the perceived root cause of the regurgitation was "likely due to improper valve size." In this case, the valve was likely under-expanded due to reported suspected improper sizing (likely too large for the pre-existing conduit) and post-dilation may have been performed in an attempt fully expand the under-expanded valve, which could have resulted in an over-expanded valve. Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, the shape of the existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.